Manufacturer narrative:
The device manufacture date for this product is june 19, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was part of a system revision due to infection and purulent drainage. Surgical intervention was performed and the electrode was explanted.. No additional adverse patient effects were reported.